Event description:
This is a spontaneous report received by baxter from a sales rep in 2009 about a titanium adapter, batch: unk, which got loose from the peritoneal dialysis catheter tubing. The pt noticed in the evening two days earlier, excess of fluid caused by the disconnected titanium adapter from the peritoneal dialysis catheter tubing. Antibiotic treatment was given (1g vancomycin i.p.) And a new baxter adapter was inserted. No pt injury was reported. The pt was on continuous cycling peritoneal dialysis for six years. The adapter was available and will be sent to the plant for investigation.

Manufacturer narrative:
.